Event description:
It was reported that a filter that was implanted approximately two years ago for dvt's, was retrieved per the patient's request. The pt had presented with complaints of abdominal pain, that were unrelated to the vena cava filter, prior to requesting it be removed. After removal of the filter it was noted that one of the filter limbs was missing. It was located in the right lower lobe of the pulmonary artery on fluoro. The decision of the physician was to not attempt surgical retrieval of the detached component, as surgical removal would be more hazardous than just leaving it in. The diameter of the vena cava is 22mm transverse and 20mm ap. It was reported that the pt doing fine.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. A sample eval could not be performed, as the sample was not returned for eval. The sample had been discarded by the user facility. It is unknown if pt or procedural factors contributed to this event. Based on info received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.